Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an unspecified overinfusion event for a patient on an alaris pump. The customer investigated the device internally and stated that the pump did not malfunction whatsoever¿it infused correctly as programmed and passed all functional testing, and that the overinfusion was due to human error (nursing/pharmacy) with the mixed medication concentration. The customer could not disclose the patient impact, per hospital policy. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that there may have been a recent overinfusion event for a patient on an alaris pump. The customer is not sure if this event was device-related, or a nursing error. Although requested, further information was not provided.